Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple insulin pump error alarms. The customer's blood glucose unknown. The customer reported that the insulin pump without battery for greater than 10 min and less than 8 hours. The insulin pump will not be returned for analysis.